Event description:
It was reported that during a four vessel treatment procedure, the coating of the zipwire hydrophilic guide wire "peeled off." The lesion was located in the common carotid artery. The detached coating created an occlusion in the pt. This was resolved in approximately 30 minutes following treatment with urokinase. It was further reported that no coating was left in the pt. The procedure was successfully completed with a different device. No further pt complications were reported. Pt status is reported as "normal." Add'l info has been requested regarding this event.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.